Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 1996 - the pt had surgery to repair two bilateral ventral hernias. Pos-op the pt began experiencing severe abdominal pains and was consistently treated by physicians. On (B)(6) 1997 - the pt was treated in the ER for severe abdominal pain with severe episodes of diarrhea, dizziness, and vaginal bleeding. On (B)(6) 2011 - the pt was ordered to have a cat scan performed which revealed an abscess in the lower quadrant of the pt's abdomen. The pt was admitted to the hospital on this date and a drain was placed into the abdomen. On (B)(6) 2011 - the pt doctor ordered a CT scan and it was discovered that the abscess had redeveloped in the lower quadrant. Pt was readmitted to the hospital and an exploratory surgery was performed to discover the cause of the pt's medical issues. On (B)(6) 2011 - the pt underwent surgery where it was alleged that there was a piece of polypropylene mesh densely adherent to her abdominal wall and to the cecum with obvious perforation of the cecum. During this surgery further mobilization was performed in order to separate the mesh possible from its adherence to the abdominal wall. It was noted that there were areas of the mesh which were well incorporated and which could not be safely removed from the body of the pt. Due to the need to explant the mesh, the pt underwent an appendix removal as well as bowel resection surgery. It was also determined that e-coli had allegedly developed in the pt's system.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for evaluation. The info provided alleged that the pt was treated for infection, and adhesions, both of which are known possible adverse reactions listed in the IFU. We have contacted the initial reporter to request add'l info and to request return of the device for evaluation. With the currently available info, no conclusion can be drawn. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.